Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was later electively explanted.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared the elective replacement indicator (eri) with charge times 19.2 seconds and a voltage of 2.5. No adverse patient effects were reported. Technical services advised the replacement of this device.